Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose was 128 mg/dl at the time of the report. Reportedly, customer changed the pump supplies or simply cleared the alarm and resumed insulin delivery to address the issue. The customer reverted to manual injections for insulin therapy.